Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ 3-way stopcock was leaking during injection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex, event attributed to, device single use?, device returned to manufacture.

Event description:
It was reported that the bd connecta¿ 3-way stopcock was leaking during injection. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd connecta 3-way stopcock was leaking during injection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
The device history report for lot number 7307910 was reviewed, no related abnormalities were found. Material number (B)(4) for lot 7307910 was manufactured on nov-12-2017. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a sample was provided for the purpose of aiding our quality engineer's investigation, results from leakage testing identified a leak originating from the tubing-fitting assembly. Microscopic inspection of this area was able to identify evidence of air bubbles in the bonding adhesive that is the most likely root cause for this event. Based on investigation results to date, root cause is associated to air bubbles in the bonding of tubing-fitting assembly.